Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was failed. A field service engineer (fse) identified that drawers 3.1 and 3.2 were not closing properly and observed residue resembling soot or metal shavings at the rear, likely originating from the solenoid, which was then replaced. The fse noted no signs of burning or odor and, during further inspection while closing the drawers, identified a damaged bearing cage. The fse replaced the drawer assembly and performed testing using the hardware test application, after which successful inventory operation was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a half-height main drawer 3.1 experienced a failure due to a suspected obstruction. The user reported the drawer would not close, and the technician noted it felt obstructed, as if something was behind the drawer. Although the drawer appeared to function, it could not be fully closed. An error was encountered during attempts to recover storage space, and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.